Event description:
It was reported that during a normal check, the cardiosave intra-aortic balloon pump (iabp) unit's power cord rip in the insulation. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field safety engineer (fse) was dispatched to evaluate the unit. Cardiosave repair - damaged power cord. Fst - confirmed that the power cord was cracking around the plug end. Replaced the power cord reel. Noted that the battery packs were expiring this month. Next pm is in december - so replaced both of the battery packs. After repair fst performed a full pm and calibration and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer. The failure analysis and testing department received part number 0012-00-1688-01 k ac power cord reel serial number: (B)(6) ametek with a reported unit failure of cracking on ac power cord insulation. The fat department performed a visual inspection of the part received and found that the ac power cord insulation is cracked. Due to the cracked insulation of the ac power cord, it cannot be installed and investigated any further. Retaining the ac power cord reel in the fat dept. Per procedure (B)(4) rev.as. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.